Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial distal release stent was to be used to treat an 8mm malignant airway obstruction in the bronchus intermedius, right lower lobe (rll) during a bronchoscopy with tumor excision, dilatation and stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent could not be fully deployed and was removed partially deployed from the patient. Photos were taken of the device after removal from the patient and show that the shaft was kinked and bowed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.